Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Performed functional testing and audio test failed. Downloaded receiver log and there was no findings related to the complaint. Performed wiggle test and manueal "try it" audio function and failed. Opened the receiver to check the speaker and it failed the resistance check at 0.65 mohms. The complaint was confirmed because the receiver did not produce audio output during the audio test.the root cause was determined to be a defective speaker.